Manufacturer narrative:
The event date of (B)(6) 2019 is an approximate date. The date is unknown.

Event description:
It was reported that the cuff component of the blue line ultra (blu) tracheostomy tube had an air leak. This issue was discovered during an air pressure check by a nurse. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One portex tubes blue line ultra (blu) was returned for analysis. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. The inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty two (32) units tested. No corrective action is required as there is no information to suggest that the product become damaged during the manufacturing process since the product is 100% deflated during inspection.